Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and the probe being cut and flabby likely occurred due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined the subject device was leaking under the control knobs. The glue on the light guide cover was peeling and the probe was cut and flabby. In addition, the evaluation found one broken element, a loose inlet on the elevator channel and heavy tension on the control knobs. The evaluation also found the device had been repaired using a non-olympus light guide, bending section cover and bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was internal damage near the control section of the evis exera ii ultrasound gastrovideoscope. During the inspection of the returned device, the glue on the light guide cover was found to be peeling and the probe was cut and flabby. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.